Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome and spinal pain. The patient reported that its starting to not hold a charge as long as it used to. The patient reported that she had to charge more often and she didn¿t like charging it because it made her back sore in that area. The patient reported that the implant was in the hip/butt/leg and it made that whole area sore. The patient reported that it only lasted like maybe 7 days and it used to be like a month. The patient didn¿t recall if she had made programming adjustments that coincided with the increase in charging frequency. No further complications were reported.